Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during a routine inspection of some attune consignment trays, by sterile processing department personnel at hospital, the rubber portions of two of their attune patella clamp rings were found to be worn (damaged). The edges of the rubber rings are beginning to crack and deteriorate. The outer edge of one of the two rings has torn off and is unaccounted for. It is unknown when and where the missing piece tore off. Replace instruments are needed to complete the hospital consignment trays. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the rubber insert component was broken, it shows signs of the rubber ring being extracted. Broken fragment was not returned for analysis. Additionally, the patella clamp ring shows signs of use and corrosion patterns were found on the surface. Corrosion/oxidation is identified around the surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella compression rng would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the rubber portions of the attune patella clamp rings were found to be worn (damaged). The edges of the rubber rings are beginning to crack and deteriorate. The outer edge of one of the two rings has torn off and is unaccounted for. It is unknown when and where the missing piece tore off.